Manufacturer narrative:
The product has been received for evaluation; however, the evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 1 after loading a new cartridge onto the pump. The customer successfully loaded another cartridge. The customer's blood glucose level was not impacted.